Manufacturer narrative:
The manufacturer¿s contact person address is (B)(4).

Event description:
The international customer reported the ventilator backup battery is depleted. The customer reported there was no patient involvement.